Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and updated information received (identified via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the phenomena could not be identified. A review of the device instructions for use and identified the following relevant warning: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identifies issue was found during reprocessing with no patient involved.

Manufacturer narrative:
The device was returned for evaluation. In addition to the items noted in b5: the join between the acoustic lens and ultrasound probe had an adhesive gap; the acoustic and objective lenses were scratched and the acoustic lens was peeling; the bending section adhesive was chipped; the connecting tube was scratched, the probe unit was chipped; the t-nut was loose; the up/down knob could not be securely locked; the air/water tube's paint was peeling; the suction cylinder was discolored and deformed; and the ultrasonic cable was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the evis exera ii ultrasound gastrovideoscope was leaking at the control unit. No patient injury reported. During testing and inspection of the returned device, there was a gap of adhesive on the distal end / stain entered inside the gap through the lens, there was a gap between the acoustic lens and the ultrasound probe, also the acoustic lens was peeled and scratched. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.